Event description:
The event is reported as: the handle was in the operating room when the anesthesiologist picked it up to assemble the blade for patient intubation when it was discovered that the handle locking pin was missing. The locking pin was found in the operating room, either on the floor or on the instrument tray. Another handle was obtained for patient use. No report of a patient injury.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.